Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 116.3 iu/l and was reported outside the laboratory. The clinician questioned the result and the sample was repeated with a result of 85714 iu/l. The patient was not adversely affected. The hcg+ss reagent lot number was 164948 with an expiration date of 01/30/2013. It was noted the user was not using the recommended sample rack adapters and the centrifugation parameters were inappropriate. The service engineer installed a new reagent pipettor assembly and motor due to a blown fuse. The user thought this issue might have contributed to the erroneous result.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was using a too high g-force in centrifuging the sample. It was also noted the customer was not using the recommended sample rack adapters. No adverse events for patient reported.